Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the wings keep breaking. No patient injury was reported. No additional information is available.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There was no samples or photos submitted with this complaint. The reported condition could not be confirmed without samples or photos. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually including for safety shield issues. The lot met all defined acceptance requirements and was released. The true root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions in the future.